Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the buttons on the infusion device are unresponsive. He inserted a new battery, and an e8 power interrupt error was displayed. No adverse event was reported. The alleged product was requested for evaluation.